Event description:
Event description guidant received information that this defibrillation lead exhibited weekly impedance averages of greater than 3,000 ohms. The daily measurements are in the 300 ohms range. All other lead measurements are normal and there is no noise on egms. Additional information received that the imepedances on this lead are now low (200 ohms as opposed to 1100 ohms a year ago), the threshold has increased but still in acceptable range, and noise is now present on the rate/sense channel.